Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that  the patient charged the ins to 100% on sunday night and the ins was depleted on monday when they attended a scheduled MRI. The patient could not access MRI mode during the MRI appointment because the ins was depleted. The patient's ins charge typically lasted 3-4 days and the patient was surprised the ins depleted so quickly. They mentioned they went without having to charge the ins for 5-6 days several times prior.  The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.